Event description:
The complainant alleged that during a routine shift check by a clinician the device reports a constant "defib pad off" message. The complainant indicated that there was no pt involvement with this reported malfunction.